Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this s-ICD device and electrode were explanted. The s-ICD device has been delivering inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported. The s-ICD and electrode will not be returned, held by facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing due to noise that was consistent with changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode; however, there was no conclusive evidence of a specific cause. Please see the description field for more information regarding the specific circumstances of this event.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this s-ICD device and electrode were explanted. The s-ICD device has been delivering inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) was implanted. No additional adverse patient effects were reported. The s-ICD and electrode will not be returned, held by facility.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this s-ICD device and electrode will be explanted in the near future. The s-ICD device has been delivering inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) will be implanted in the near future. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited over-sensed noise, causing an inappropriate shock in the primary vector of the device, while the patient was riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted. New information was received indicating that this s-ICD device was surgically explanted. The s-ICD device has been delivering inappropriate shocks since implant. Due to the pathological progression of the patient's condition requiring ventricular pacing, a dual chamber transvenous implantable cardioverter defibrillator (ICD) was implanted. Besides surgical intervention, no adverse patient effects were reported. Was implanted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) device exhibited oversensed noise, causing an inappropriate shock in the primary vector of the device, while riding their biking. During a follow up appointment, the electrode testing, manipulation, changes in posture, arm rotation, hyper-extension, pectoral and abdominal contraction did not reproduce any noise. All three vectors passed under different postures. Sensing vector temporary switched to secondary. A technical service consultant reviewed device data, advising that, x-ray imaging did not reveal any obvious signs of integrity issue, it shows appropriate electrode insertion. Ts provided recommendation for additional integrity testing and more x-ray imaging. The device remains implanted. No adverse patient effects were reported. New information was received indicating the patient came in for a follow up appointment. Pocket and lead manipulation, arms rotations, hyper extension, pectoral and abdominal contractions were completed. No artifact could be recreated. Physician will have the patient follow up in a few months. Device remains implanted.